Manufacturer narrative:
Patient weight not made available from the site. On 01/22/2015, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. On 01/28/2015, a medtronic representative, following-up at the site, reported covering two very successful axiem shunt procedures since the system check-out; on 01/27/2015 and on 01/28/2015. Both subsequent procedures with the site physician assistant (pa) were focused on better tracer registration techniques and avoiding patient tracker movement during prep and drape. On 02/18/2015 - medtronic representative reported that at the time of this event, the surgeon was unable to place the catheter in a location that would give any cerebrospinal fluid (csf) flow. A post-op computed tomography (CT) was performed to confirm they were not in the intended target. It was confirmed that the procedure was re-done the next day, with the same result. The surgeon discontinued the use of navigation and successfully placed the catheter free-hand. The site physician assistant (pa) stated they have had no problems since they received procedural guidance and case coverage from medtronic representatives. No further issues have been reported.

Event description:
A medtronic representative received a report from a site that, while in a cranial axiem shunt procedure, the surgeon alleged an inaccuracy resulted in missing the targeted ventricle. No specific measurements of the inaccuracy were provided. The surgeon opted to complete the procedure without the use of the navigation system.

Manufacturer narrative:
An archive of the patient exam/registration pattern was evaluated by a medtronic representative. It was found that the tracing technique was suboptimal. Points were only traced on one side of forehead and ipsilateral temple with only a small line across top of nasion. Nothing on the majority of nose, contra lateral sides or parietal/posterior. Suboptimal tracer technique caused the inaccuracy. Software is functioning as designed.